Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that a patient had received peribulbar anesthetic in preparation for cataract surgery by phacoemulsification. After the equipment was tuned, a system message regarding the handpiece was displayed and the equipment was locked. At that point the surgeon elected to modify the procedure and remove the cataract by extracapsular technique. There was a delay of greater than 5 minutes, but the surgery was completed and there was no harm to the patient.